Event description:
The customer requested svc and repair for the holster due to multiple error codes. The customer used several probes from different lots for troubleshooting the device but the error codes persisted. The biopsy procedure was completed with no pt consequence reported. The device was returned for analysis.